Event description:
A high readings issue was reported with the adc sensor. Customer reported receiving unspecified high readings on the adc sensor scan and a result, customer experienced hypoglycemia with symptoms described as fatigue, seizure, and a loss of consciousness and was unable to self-treat. Customer's spouse called emergency services due to the customer¿s unresponsiveness. Upon arrival, emergency services obtained an unspecified low blood glucose test on the hcp meter, started and IV, and brought the customer to the hospital as they exhibited symptoms of being combative and being ¿unaware of what was going on.¿ a lab test result of 52 mg/dl and the customer was administered an unspecified IV fluids and medication for a diagnosis of hypoglycemia.   Comparison sensor scans of 103 mg/dl and 181 mg/dl were reported, when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc sensor. Customer reported receiving unspecified high readings on the adc sensor scan and a result, customer experienced hypoglycemia with symptoms described as fatigue, seizure, and a loss of consciousness and was unable to self-treat. Customer's spouse called emergency services due to the customer¿s unresponsiveness. Upon arrival, emergency services obtained an unspecified low blood glucose test on the hcp meter, started and IV, and brought the customer to the hospital as they exhibited symptoms of being combative and being ¿unaware of what was going on.¿ a lab test result of 52 mg/dl and the customer was administered an unspecified IV fluids and medication for a diagnosis of hypoglycemia.   Comparison sensor scans of 103 mg/dl and 181 mg/dl were reported, when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed for the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section h4 (device mfg date) was incorrectly updated in the initial report. Correction has been made.